Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) for further review of the daily threshold and impedance measurements trend report. Ts reviewed the data and confirmed the rv lead recorded shock impedance measurements greater than 200 ohms which was out of range. Ts discussed programming optimization options. At this time, this rv lead remains in service. No adverse patient effects were reported.